Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited interference on the image when moving the cable. The issue was identified when inspected during preparation before the patient entered the room. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flickering image displayed was due to damage on the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.